Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. This document represents our final report.

Event description:
Laparoscopic cholecystectomy with intraoperative cholangiograms- "diagnostic laparoscopy. (From procedure info. Above) the black seal and white "cage" broke free of the trocar and was found in the patient's abdomen. The pieces were removed without injury to the patient or providers. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.